Manufacturer narrative:
The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of the limb ischemia and thrombus was unable to be determined due to insufficient clinical details. The cause of the necrosis cannot be determined as insufficient clinical details were provided the device passed all post sterile inspection checks.

Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported that a patient experienced multiple complications in conjunction with impella cp support. Following implant, some initial oozing was seen at the site. The dressing was changed to manage the condition and support continued. During planned escalation the following day, some heavy bleeding occurred for which factor seven had to be given. Roughly three days after explant, the patient had no pedal pulse in their right foot. The patient was taken to the operating room and a thrombectomy was performed to remove a clot in the right groin at the impella cp site. Despite the successful surgery, the right pedal pulse remained absent. Discussions were initiated regarding the need to potentially amputate the right foot due to necrotic toes / partial necrotic foot. No decision was made regarding additional intervention. The patient survived.